Event description:
The facility reported a death of a pt that was admitted to the emergency dept for dyspnea. The pt was in the arms of their family member and was in a sitting position and occasionally standing with the assistance of their family member. There were two healthcare providers in the room. The pt had a peripheral IV in the left forearm with normal saline infusing via a baxter flo-gard infusion pump at an unknown flow rate. The pt was receiving 10mg of albuterol via a nebulizer mask. One of the health professionals reportedly found the proximal end of the oxygen tubing disconnected from the mask and reattached it to the clearlink port (closest to the pt's IV catheter) of the pt's IV line. The oxygen was flowing at an unknown flow rate when it was attached to the clearlink port. The facility reports the last charted oxygen flow rate was 2l/min. The facility reported that the second healthcare profeesional noticed that the tubing was attached to the clearlink port "immediately" and removed it "within 30 seconds". Ten to fifteen seconds later, the pt went flaccid in their family member's arms. The pt was placed flat on the gurney with no spontaneous respirations. The facility reported that cardiopulmonary resuscitation was performed but was unsuccessful. An autopsy was performed and reportedly the cause of death was listed as "massive air embolism" and the manner as "accident".